Manufacturer narrative:
Zoll medical corp has not rec'd the prod and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to obtain the vital signs of an unresponsive pt (age and gender unk) the device's display blanked out twice, however, turned back on to reflect pt's heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.